Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. Tip of the ablation catheter with defect - slightly raised. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did not require revision surgery or hardware removal. No patient consequences. No other medical intervention required. The damage did not result in wires/internal components being exposed but may have resulted in a sharp ring. There were no resistance or difficulty during insertion or removal of the catheter. Picture not available. Catheter shipped. The catheter was not pre-shaped. No sheath used. Electrode damaged with sharp/rough edges is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. Tip of the ablation catheter with defect - slightly raised. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did not require revision surgery or hardware removal. No patient consequences. No other medical intervention required. Device evaluation details: visual analysis revealed the electrode #2 had damage and foreign material on it, a fourier transform infrared spectroscopy test (ftir) was performed; the results of ft-ir revealed that foreign material is primarily composed of acrylonitrile butadiene styrene- base material (abs). However, the source of origin remains unknown a manufacturing record evaluation was performed for the finished device 30821699m number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).